Event description:
Rn noticed difficulty removing fluid from balloon of catheter - only able to remove 2 cc. Rn instilled 2 cc additional sterile saline and able to remove remainder of fluid from foley catheter balloon. Pt had no discomfort and foley balloon was completely deflated upon removal.